Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that on a patient post open heart surgery the intra-aortic balloon pump (iabp) had a "control board failure". This only happened once. The pump worked okay after power up restart. The rn called the rep and the rep explained that this could happen if two buttons are pressed at the same time. Pressing reset the machine will start. It was also reported by the rn that the pump turned off completely on its own without any warning or alarm. The register nurse was charting and nobody touched the pump. The pump was sent to biomed. Biomed ran the pump on the simulator and the pump has been running with no abnormalities. The field service engineer (fse) also checked the pump and performed functional check and everything checked out okay. As well as biomed ran the pump for 72 hours and has found no issues. There were no reported patient complications. Additional information received from the clinical engineer. The nurse educator informed him that when the pump turned off the pump was exchanged to finish therapy.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump turned off unintentional" is not able to be confirmed. The pump was checked by the field service engineer and the hospital biomed and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that on a patient post open heart surgery the intra-aortic balloon pump (iabp) had a "control board failure". This only happened once. The pump worked okay after power up restart. The rn called the rep and the rep explained that this could happen if two buttons are pressed at the same time. Pressing reset the machine will start. It was also reported by the rn that the pump turned off completely on its own without any warning or alarm. The rn was charting and nobody touched the pump. The pump was sent to biomed. Biomed ran the pump on the simulator and the pump has been running with no abnormalities. The field service engineer (fse) also checked the pump and performed functional check and everything checked out okay. As well as biomed ran the pump for 72 hours and has found no issues. There were no reported patient complications. Additional information received from the clinical engineer. The nurse educator informed him that when the pump turned off the pump was exchanged to finish therapy.